Event description:
Reporter states that he had a bone grafting procedure done last year and requested the use of cadaver bone. On the morning of the surgery, while on xanax, he was given a consent form stating that he would be receiving "bone morphogenic protein" instead of cadaver bone. He (reporter) had never heard of the product. And he was familiar with most other related product, given his (background). Reporter states that the dr and medtronic representative coerced him into consenting to using the "bone morphogenic" by medtronic for his iliac crest graft. He states that @ 3 mos postoperatively, he was doing well, and had been ascertaining returned to work. However, as reporter neared the 4th post operature month, his left leg pain began to return and by 6 mo postop, the reporter states that his pain returned to his preoperative state of june 2005. He graded his pain a 7/10 and states that it was at about this time that he had a CT scan done, which showed the left side of his spinal canal with increased granulation tissue and scar tissue build up. In jan of 2006, after both an MRI + CT scan the radiologist wrote the dx of 'aneurysmal bone cyst,' a second opinion was obtained after dr questioned the diagnosis for an adult and for its location being along the track of the screws that had been put in place. Coupled with the fact that radiologically the area in question was an extremely 'bright white' in appearance on MRI the dr felt that the density was a direct result of having used the bmp/bone morphic problem) from medtronic. The reporter is scheduled for surgery to correct the build up + his prognosis will be dependent upon what the surgeon finds @ the time of her scheduled surgery.